Event description:
A total hip arthroplasty was revised to relieve patient of chronic dislocation.

Manufacturer narrative:
Engineering and manufacturing evaluation of explanted devices, and their design history records is ongoing.